Manufacturer narrative:
Patient ethnicity is unknown. Patient began experiencing pain on (B)(6) 2018, but it is unknown when the bolt began to migrate. This report is for an unknown nail head element/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Reviewing the available x-ray picture, the complaint can be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) was applied to femoral neck fractures (garden type I). This was the first time the surgeon used the femoral neck system (fns), so she carefully followed the surgical technique. The surgery was completed without a delay. On (B)(6) 2018, the patient felt pain and on (B)(6) 2018, it was found that the bolt had backed out. Revisions surgery occurred on (B)(6) 2018. The bolt was removed and the patient was revised to an artificial bone head. The procedure was completed successfully, however, the patient continues to feel pain. The surgeon commented that the (B)(6) female patient has inferior bone quality. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1), trauma screw (part: unknown, lot: unknown, quantity: 1). This report is for an unknown bolt (nail head element). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.